Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead was discarded.